Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that the pouch of a scalpel holder was discovered with holes. The item was not in use and no injury/death was reported. Sample was available for evaluation. Photographic evidence along with manufacturing lot number was also provided for review. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. A review of the sample and photo confirmed the issue was present on the product. Manufacturing engineering was consulted. Product is manually loaded into recessed pockets. A potential cause of the package damage could be attributed to the support rails of the equipment which may not have been installed correctly causing damage to the pouch component. Operations was notified of this reported issue. Additionally, the pouch label identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that the pouch of a scalpel holder was discovered with holes. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as complaint # (B)(4).